Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of discharge at implant site was considered expected and possibly related to the treatment. Serious criteria included the need for urgent medical care and a overnight stay at hospital. The non-serious events of mass, skin lesion, erosion, hypoaesthesia, pallor, erythema, haemorrhage, discomfort, pain, scar, swelling at implant site and paraesthesia were considered expected and possibly related to the treatment. Potential contributory factor include injection technique. The non-serious unexpected events of sinus congestion, nausea, vomiting, productive cough, dry mouth, aphonia, taste disorder, decreased appetite, neck mass, eye swelling, diarrhoea, muscle disorder, muscle twitching, gingival pain, eye irritation, blepharospasm, mass in gum, rhinorrhoea, tachycardia, dyspnoea, laryngitis, lung opacity, cognitive disorder and weight decreased were considered unrelated to the treatment as events occurred at a different site compared to implantation site. Alternative etiologies for the include sinus and upper or lower respiratory tract infections with associated lymphadenopathy. The cognitive disorder, muscle disorder, blepharospasm, muscle twitching, appetite and weight loss are also potential adverse drug reactions to aprazolam and zolpidem. Potential contributory factors include poor dental hygiene and medical history of hypothyroidism, anxiety, asthma, chronic pain and insomnia. The telergy ellipta inhaler might contribute to the taste disorder, laryngitis and gastrointestinal symptoms. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on (B)(6) 2019 by a 50 year old female patient concerning herself. The patient's medical history included hypothyroidism, anxiety, asthma, chronic pain, insomnia and spinal cord stimulator. Concomitant treatments included alprazolam [alprazolam] 0.5 mg daily, levothyroxine [levothyroxine] 75 mcg daily, zolpidem [zolpidem] 6.25 mg daily and telergy ellipta (fluticasone, umeclidinium, and vilanterol) inhaler one puff daily. The patient had previously received treatment with unspecified filler in both sides of her forehead in 2017 for cosmetic reasons. On (B)(6) 2019, the patient received treatment with restylane injection, in her nasolabial folds and on both sides of her forehead (unknown amount, lot number, injection technique and needle type). The patient reported that she was not having any adverse event until on (B)(6) 2019. On (B)(6) 2019, the patient noticed a cylindrical mass (implant site mass) on the right outside of her nostril and a similar mass on left side in her gum (mass) which could be felt but not seen. The patient felt sensation of skin separating from bone (paraesthesia) on the right side of her face at that time and she felt like her right brain fighting left brain (cognitive disorder). Eventually on (B)(6) 2019, patient had an eruption (skin lesion) with drainage (implant site discharge) on right side partially white (implant site pallor), and partially redness (implant site erythema) and bleeding (implant site haemorrhage), and was seen in the emergency room on (B)(6) 2019. On same day, the patient received an injection of unspecified steroids but the emergency room doctor was unsure of actual diagnosis. On (B)(6) 2019, she again went to the emergency room (second visit) and obtained an oral unspecified antibiotic and mupirocin [mupirocin] ointment as treatment after experiencing draining (implant site discharge) and numbing (implant site hypoaesthesia) and loss of muscle control (muscle disorder) in the area of the eruption on the right outside of her nostril. The patient also had her eyes swollen (eye swelling) at this point of time. On (B)(6) 2019, the patient developed loss of voice (aphonia) after her second emergency room visit. On (B)(6) 2019, she again went to the emergency room for the same eruption and received a prescription for clindamycin [clindamycin] and mupirocin [mupirocin] ointment. The loss of voice was resolving by the third emergency room visit, on (B)(6) 2019, the patient went to emergency room and stated they thought she had a staph infection but the culture was negative. It was stated that it was possibly due to prior antibiotics. The patient was admitted overnight and received one dose of vancomycin [vancomycin], intravenously. The patient had seen primary care physician, and dentist in 2019 for denture problems due to gum pain (gingival pain). Recently a dermatologist told her she only had scar tissue/pock marks (implant site scar) on the right side of her face, an erosion/hole (implant site erosion) on the left side of her face the size of a pin, near the nasolabial area. She stated that she now had pain in her face on the right side by her gum and by her right eye (implant site pain) and pressure in her face and pressure by right side of gum and by her right eye (injection site discomfort). In 2019, the patient also experienced lack of appetite (decreased appetite), unpleasant taste in mouth (taste disorder), mucous/sinus problems (sinus congestion), white bouncy discharge from left nostril (rhinorrhoea), trouble breathing (dyspnoea) that went into coughing fits, coughing up mucous (productive cough), periodically the patient had elevated pulse, up to 154 beats/min, nausea(nausea), vomiting (vomiting), loose stools (diarrhoea), wavy abdomen in the areas surrounding old surgical scars, whole body squirming (muscle twitching), occasional dry mouth (dry mouth), gum symptoms which prevent her from wearing dentures, a moveable mass neck (neck mass) noted on (B)(6) 2019 which was getting smaller, eye irritation (eye irritation) and eye twitching (blepharospasm) brought on by exposure to wind, tachycardia (tachycardia) and laryngitis (laryngitis). The reporter attributed the adverse events that had occurred since on (B)(6) 2019 to restylane and stated that everything else had ruled out. Follow up information was received on 8-jan-2019. The patient now stated that nothing has changed. Symptoms were ongoing. The patient went to the emergency room again on (B)(6) 2019. She was having ongoing sinus issues. The patient was referred to ent (did not want to provide physician information) and received a 10 day course of doxycycline [doxycycline] which she was currently taking. The patient felt the symptoms all started after her restylane injection. The patient had lost 40 pounds (weight decreased) since the injection. The patient reported a spot found on left lung (lung opacity) on x-ray on (B)(6) 2019 but it was resolved and treatment was not specified. The patient was currently under the care of a rheumatologist, visited on an unknown date on (B)(6) 2019. The patient was being tested for an auto-immune disease. The cylindrical mass that was reported previously was still there and travels throughout her body and currently mass was on her right collar bone. The patient stated that she feels the swelling (implant site swelling) she experienced was improving and the pock marks (white dots and indentations) have resolved. It was reported that, patient spoken to the injector and sent pictures on an unknown date and the injector stated she looked fine, just thinner. Outcome at the time of the report: eruption with drainage was recovered/resolved. Eruption on right side partially white was recovered/resolved. Eruption on right side partially red was recovered/resolved. Eruption was recovered/resolved. Bleeding was recovered/resolved. Numbing was recovered/resolved. Loss of muscle control was recovered/resolved. Cylindrical mass was not recovered/not resolved. Mass on left side in her gums was not recovered/not resolved. Erosion/hole was not recovered/not resolved. Scar tissue / pock marks was recovered/resolved. Eyes swollen was recovered/resolved. Pressure in her face on the right side by her gum and by her right eye was not recovered/not resolved. Mucous/sinus problems was not recovered/not resolved. Coughing fits, coughing up mucous was not recovered/not resolved. Dry mouth was not recovered/not resolved. Pain in her face on the right side by her gum and by her right eye was not recovered/not resolved. Loss of voice was recovering/resolving. Nausea was not recovered/not resolved. Vomiting was not recovered/not resolved. Unpleasant taste in mouth was not recovered/not resolved. Lack of appetite was not recovered/not resolved. Sensation of skin separating from bone was recovered/resolved. Mass neck was recovering/resolving. Loose stools was not recovered/not resolved. Whole body squirming was not recovered/not resolved. Gum pain was not recovered/not resolved. Eye irritation was not recovered/not resolved. Eye twitching was not recovered/not resolved. White bouncy discharge from left nostril was not recovered/not resolved. Tachycardia was not recovered/not resolved. Trouble breathing was not recovered/not resolved. Laryngitis was not recovered/not resolved. Lost 40 pounds was not recovered/not resolved. Spot found on left lung was recovered/resolved. Swelling was recovering/resolving. Right brain fighting left brain was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 08-jan-2020. Events (cognitive impairment, skin lesion, weight loss, lung opacity and swelling) added. Medical history, event's outcome, corrective treatment details updated.

Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of discharge at implant site was considered expected and possibly related to the treatment. Serious criteria included the need for urgent medical care and a overnight stay at hospital. The non-serious events of mass, erosion, hypoaesthesia, pallor, erythema, haemorrhage, discomfort, pain, scar at implant site and paraesthesia were considered expected and possibly related to the treatment. Potential contributory factor include injection technique. The non-serious unexpected events of sinus congestion, nausea, vomiting, productive cough, dry mouth, aphonia, taste disorder, decreased appetite, neck mass, eye swelling, diarrhoea, muscle disorder, muscle twitching, gingival pain, eye irritation, blepharospasm, mass in gum, rhinorrhoea, tachycardia, dyspnoea, laryngitis were considered unrelated to the treatment as events occurred at a different site compared to implantation site. Alternate contributory factors included patient's medical history: hypothyroidism, anxiety, asthma, chronic pain and insomnia. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-dec-2019 by a (B)(6) year old female patient concerning herself. The patient's medical history included hypothyroidism, anxiety, asthma, chronic pain and insomnia. Concomitant treatments included alprazolam [alprazolam] 0.5 mg daily, levothyroxine [levothyroxine] 75 mcg daily, zolpidem [zolpidem] 6.25 mg daily and trelegy ellipta (fluticasone, umeclidinium, and vilanterol) inhaler one puff daily. The patient had previously received treatment with unspecified filler in both sides of her forehead in 2017 for cosmetic reasons. In (B)(6) 2019, the patient received treatment with restylane injection, in her nasolabial folds and on both sides of her forehead (unknown amount, lot number, injection technique and needle type). The patient reported that she was not having any adverse event until (B)(6) 2019. On (B)(6) 2019, the patient noticed a cylindrical mass (implant site mass) on the right outside of her nostril and a similar mass on left side in her gum (mass) which could be felt but not seen. The patient felt sensation of skin separating from bone (paraesthesia) on the right side of her face at that time and she felt like her right brain was fighting her left brain. Eventually in (B)(6) 2019, patient had an eruption (implant site rash) with drainage (implant site discharge) on right side partially white (implant site pallor), and partially redness (implant site erythema) and bleeding (implant site haemorrhage), and was seen in the emergency room on (B)(6) 2019. On same day, the patient received an injection of unspecified steroids but the emergency room doctor was unsure of actual diagnosis. On (B)(6) 2019, she again went to the emergency room (second visit) and obtained an oral unspecified antibiotic and mupirocin [mupirocin] ointment as treatment after experiencing draining (implant site discharge) and numbing (implant site hypoaesthesia) and loss of muscle control (muscle disorder) in the area of the eruption on the right outside of her nostril. The patient also had her eyes swollen (eye swelling) at this point of time. In (B)(6) 2019, the patient developed loss of voice (aphonia) after her second emergency room visit. On (B)(6) 2019, she again went to the emergency room for the same eruption and received a prescription for clindamycin [clindamycin] and mupirocin [mupirocin] ointment. The loss of voice was resolving by the third emergency room visit, on (B)(6) 2019, the patient went to emergency room and stated they thought she had a staph infection but the culture was negative. It was stated that it was possibly due to prior antibiotics. The patient was admitted overnight and received one dose of vancomycin [vancomycin], intravenously. The patient had seen primary care physician, and dentist in 2019 for denture problems due to gum pain (gingival pain). Recently a dermatologist told her she only had scar tissue/pock marks (implant site scar) on the right side of her face, an erosion/hole (implant site erosion) on the left side of her face the size of a pin, near the nasolabial area. She stated that she now had pain in her face on the right side by her gum and by her right eye (implant site pain) and pressure in her face and pressure by right side of gum and by her right eye (injection site discomfort). In 2019, the patient also experienced lack of appetite (decreased appetite), unpleasant taste in mouth (taste disorder), mucous/sinus problems (sinus congestion), white bouncy discharge from left nostril (rhinorrhoea), trouble breathing (dyspnoea) that went into coughing fits, coughing up mucous (productive cough), periodically the patient had elevated pulse, up to 154 beats/min, nausea(nausea), vomiting (vomiting), loose stools (diarrhoea), wavy abdomen in the areas surrounding old surgical scars, whole body squirming (muscle twitching), occasional dry mouth (dry mouth), gum symptoms which prevent her from wearing dentures, a moveable mass neck (neck mass) noted on (B)(6) 2019 which was getting smaller, eye irritation (eye irritation) and eye twitching (blepharospasm) brought on by exposure to wind, tachycardia (tachycardia) and laryngitis (laryngitis). The reporter attributed the adverse events that had occurred since (B)(6) 2019 to restylane and stated that everything else had ruled out. Outcome at the time of the report: (eruption) with drainage was recovered/resolved. Eruption with (drainage) was recovered/resolved. Eruption on right side partially white was recovered/resolved. Eruption on right side partially red was recovered/resolved. Bleeding was recovered/resolved. Numbing was recovered/resolved. Loss of muscle control was recovered/resolved. Cylindrical mass was unknown. Mass on left side in her gums was unknown. Erosion/hole was not recovered/not resolved. Scar tissue / pock marks was not recovered/not resolved. Eyes swollen was unknown. Pressure in her face on the right side by her gum and by her right eye was unknown. Mucous/sinus problems was unknown. Coughing fits, coughing up mucous was unknown. Dry mouth was unknown. Pain in her face on the right side by her gum and by her right eye was unknown. Loss of voice was recovering/resolving. Nausea was unknown. Vomiting was unknown. Unpleasant taste in mouth was unknown. Lack of appetite was unknown. Sensation of skin separating from bone was recovered/resolved. Mass neck was recovering/resolving. Loose stools was unknown. Whole body squirming was unknown. Gum pain was unknown. Eye irritation was unknown. Eye twitching was unknown. White bouncy discharge from left nostril was unknown. Tachycardia was unknown. Trouble breathing was unknown. Laryngitis was unknown.